Event description:
The customer reports that during a file conversion from the multileaf collimator (mlc) field created with a 120 leaf mlc is affected after file conversion to an 80 leaf mlc. An error occurs during this conversion process and the resulting mlc shielding allows significant areas in the field unshielded that were previously shielded. Conversion of this erroneous 80 leaf mlc pattern back to the 120 leaf mlc preserves the erroneous field shape.

Manufacturer narrative:
The investigation confirmed the customer report. A design deficiency was discovered in the software when converting the files within either eclipse or aria. Treatment to a pt with incorrect mlc shielding would lead to unintended dose to normal tissues and critical structures within the open beam. No pt injury occurred in this case. However, if the malfunction was not detected prior to the delivery of treatment, it could result in serious injury. A discrepancy report was created describing the anomaly within the software. Further actions will be addressed in varian's CAPA process. In addition, an urgent medical device correction notification will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No additional follow-up to this MDR is expected.